Event description:
It was reported when using the bd 3 ml safety syringe there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: "the needles are stainless and some have a dark foreign body in their extension."

Manufacturer narrative:
Investigation summary: analysis of the batch history (DHR), maintenance records and quality notifications were verified and no record potentially related to the incident was found. No photos/samples were made available by the customer for evaluation and it is not possible to carry out an investigation and determine the root cause for the incident, thus it is not possible to confirm the claim. Production processes are validated according to defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment. Since this occurrence would not exceed the acceptable quality limit (aql) for the lot, no additional corrective or preventive action is proposed within the scope of this complaint. The incident identified from this claim will be monitored for trending.